Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sionblue; guide catheter: launcher jl35. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosis in the left anterior descending artery, with moderate tortuosity and heavy calcification. The 2.5 x 15 mm nc traveler balloon catheter was advanced for pre-dilatation. During advancement, resistance was felt with the lesion. The balloon was inflated to 12 atmospheres (atm). After 15 seconds, it was found that the balloon was not inflating enough. The balloon was deflated and removed without issue. Outside the anatomy, a balloon rupture was confirmed. A new 2.5 x 15 mm nc traveler was used successfully and a stent was implanted to complete the procedure. In the physician's opinion, the balloon may have been damaged by the calcified lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.